Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient explanted their implantable cardiac monitor (icm) because the device "was sticking out." The patient also stated that the wound never healed. No further patient complications have been reported as a result of this event.